Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported receiving an unspecified error message on the display of their precision xtra blood glucose meter, and was unable to properly obtain a result. The customer then reported modifying their medication, and then feeling confused, disoriented, incoherent, and spastic. They went to a local hospital where they were diagnosed with hypoglycemia and was treated accordingly. The customer reported eating food and drinking orange juice to relieve her symptoms. There was no report of death or permanent impairment.